Event description:
It was reported that this right ventricular (rv) lead exhibited non sustained ventricular tachycardia episodes with noisy signals. The (B)(6) technical services consultant reviewed the signals which were non physiological and speculated that the noisy signals were lead chatter from insulation degradation since this rv lead was thirty years old with stable lead impedance measurement. Unipolar configuration or device replacement was recommended. Additional information indicated that the noisy signals were oversensed and the remote monitoring will continue. This rv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).